Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device smells overheated. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Corrections made are as follows: event description. Problem code grid.

Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges four times coughing. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.